Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the patient's controller locks up. They patient reported a blue line and blue square on display. The patient reported he was unable to charge the ins past 60%. Additional information was received from the patient on 2019-jun-12. The patient reported that he consulted with his manufacturer representative (rep) because of some of the issues reported in original call have continued after the controller was replaced. The patient stated that the rep told him to call to get the lithium battery pack replaced. The patient stated that the issue of the blue line and blue square on display was resolved with the controller replacement but the issue of the "controller locks up" still continued. The patient stated that because the issue of the controller locks up continued, he still struggles with being unable to charge the ins past 60%. The patient stated that there were a few times he could charge ins up to 100%, but ultimately, he has to pop the battery pack out of the controller to continue charging because the controller locks up still. The patient clarified that when he had reported that the controller "locks" up, he had been seeing a "call manufacturer screen" which resolved with resetting the controller but comes back. The patient didn't have this message written down. Patient services reviewed for the patient to write down the specific message if the issue continued after the lithium battery pack did not resolve issue. Request sent to repair for new lithium battery pack. Additional information was received via a manufacturer representative from a consumer regarding the patient on 2019-jun-20. It was reported that the replacement equipment did not resolve the recharging issue and that the device is completely dead. The implantable neurostimulator is unable to communicate with the patient controller or the clinician programmer. The checking recharger screen (screen 89) is taking forever, and the manufacturer representative has already tried to reset the patient controller, and he has also tried disconnecting and reconnecting the recharger; however, the issue has not resolved. The patient was sent a replacement recharger. Despite having all of the equipment replaced, the issue was still not resolved. The patient cannot charge, and he thinks that the issue has something to do with the implant. The patient was redirected to the healthcare provider. There were no patient symptoms or complications reported.